Event description:
As the surgeon was removing the guide wire it snapped and the end was left in the pt. No excessive force was used.

Manufacturer narrative:
Device was discarded. Once the investigation has been completed any add'l info will be reported in a supplemental report.